Event description:
Tampon cotton stuck inside body [foreign body in reproductive tract]. Cotton pulled apart: tampon [device breakage]. When removing tampon cotton pulled apart, leaving some stuck inside body [complication of device removal]. Consumer sent e-mail stating the cotton pulled apart while removing a tampon. No serious injury was reported. 19-apr-2021: no failure could be identified as a result of the investigation by the manufacturer.

Event description:
Tampon cotton stuck inside body foreign body in reproductive tract cotton pulled apart tampon device breakage when removing tampon cotton pulled apart, leaving some stuck inside body complication of device removal case description: consumer sent e-mail stating the cotton pulled apart while removing a tampon. No serious injury was reported.